Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation did not flow constantly during a procedure. The case was completed without pt harm.